Event description:
It was reported that upon deployment of the stent in the mid sfa, it was identified that a single strut on the stent was fractured. The physician did not take any additional action, as the lesion was adequately treated. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway.